Event description:
A volume discrepancy was reported with the actual residual volume greater than the expected residual volume. It was stated that during the revision surgery, on the date of this report, it was noted that the estimated volume was 27ml, but the actual was 37ml. A previous volume discrepancy at the last refill was also indicated; following which the healthcare provider (hcp) performed a rotor study. The study was normal and nothing abnormal was noted in the pump logs; hcp scheduled patient for a catheter revision. A dye study was done during the revision and the catheter was noted to have good flow and was patent; the connector looked fine as well. Hcp decided to replace the pump only and reconnected the same connector. It was stated that the pump was replaced due to "suspected failure-reservoir volume discrepancies." It was added that patient had symptoms of "typical withdrawal" such as increased pain, nausea, vomiting, and diarrhea. It was unknown when these symptoms began. Drugs delivered via the device were bupivacaine and dilaudid.

Event description:
Additional information received further stated that the cause of the event was due to a pump stall and the stall did not recover. It was reported that the patient had narcotic withdrawal symptoms and the pump was found to have under-infused. It was noted in the operating room that the pump could be bolused, but a continuous rate would not occur and so the pump was replaced. It was unknown how long the pump was stalled for and to what had caused the pump to stall. In addition to other troubleshooting test previously mentioned; the patient also had a magnetic resonance imaging (MRI) on (B)(6) 2012. It was indicated that the patients' outcome was a non-serious injury/illness.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Pump passed all non-destructive testing. No anomalies noted in pump logs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Programmer model/serial #: unk; catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2008 , explanted: unk; pouch model: 8590-1, lot # n127680, implanted: (B)(6) 2008, explanted: (B)(6) 2008. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.